Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: initial test, inratio: 1.2, lab; 2.6. Repeat test, inratio: 7.0, lab: 4.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: initial test, inratio: 1.2, lab: 2.6, mean: 1.9, confident limits: 1.3-2.7. Repeat test, inratio: 7.0, lab: 4.3, mean: 5.65, confident limits: not met the acceptance criteria. As per internal procedure the inratio value for the test 1 is not within the confident limit. The test 2 the acceptance criteria is not met. The product will be investigated.